Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor is giving inaccurate readings. Customer stated the sensor glucose reading was 70 mg/dl while the blood glucose reading was 204 mg/dl. Customer reported that the sensor glucose graph is trending in the same direction as the blood glucose. Nothing further was reported.